Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification revealed a micro tear on the balloon, approx 6 mm from the balloon proximal tip. The review of the lhr (lot f1328405) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined

Event description:
The following info was reported by aci sales rep: the physician was pulling back on the balloon and felt a change in resistance. He removed the balloon for examination and discovered it had been punctured. He took another mynxgrip device and successfully closed the groin.